Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (12.0 mg/ml at 0.75 mg/day) and bupivacaine (2.5 mg/ml at 0.3 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was experiencing overdose symptoms the day after the catheter revision. Patient was drowsy and fatigued and was taken to the ER, given narcan by husband and ER. She was in physician care at the ER. No identified causes and the patient's husband did not think she took any oral medications. The device was turned down 50% of pervious dose from 1.5 m g/day to 0.75 mg/day. The issue is not resolved. Additional information was received from the manufacturer representative (rep) stating the pump was turned down and the issue was resolved.